Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ lvp 20d low sorb 2ss 0.2m cv experienced blockage. The following information was provided by the initial reporter: filter blocked.

Event description:
It was reported that the bd alaris¿ lvp 20d low sorb 2ss 0.2m cv experienced blockage. The following information was provided by the initial reporter: filter blocked.

Manufacturer narrative:
The following are possible lot numbers: d4: medical device lot #: 21125096, d4: medical device expiration date: 03dec2024, h4: device manufacture date: 03dec2021. D4: medical device lot #: 22015462, d4: medical device expiration date: 19jan2025, h4: device manufacture date: 19jan2022. H6: investigation summary: no product or photo was returned by the customer. It was reported that the filter blocked. The customer complaint could not be verified due to the product not being returned for failure investigation. A lot number is unknown, however, possible lots were provided by the customer: 21125096 or 22015462. A device history record review for model 11532269 and possible lot number 21125096 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 11532269 and possible lot number 22015462 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.